Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient had high blood glucose level due to which patient was hospitalized for more than one day and was treated with insulin via syringe and also had ketones. The site of insertion was abdomen.